Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap cholecystectomy the device was leaking insufflation during the procedure, they increased the flow and completed the procedure. There was no patient consequence reported. The device was discarded.